Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer also reported that the insulin pump had motor error alarm. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. Customer was declined to troubleshooting for high blood glucose. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. No motor error alarm noted. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.